Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in december 2009 and performed to specification, alongside random manual power ons, up to the 10th may 2015. A further pad-pak was installed in november 2013. The device failed multiple self-tests due to a low battery on the 17th may 2015. Investigation found the reported fault can be attributed to membrane failure. Despite no ten minute power ups being recorded the measurements taken during the investigation would confirm a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low battery warnings are likely due to the high current drain causing premature depletion of the battery. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.